Event description:
It was reported to boston scientific corporation that a cre wireguided esophageal/pyloric/colonic balloon dilator was used during an esophagogastroduodenoscopy procedure performed on (B) (6) 2009 (patient weight unknown). According to the complainant, when the device was being advanced into the scope, the black exit marker on the distal end of the catheter accordioned. As a result, the device was unable to be removed from the scope. The scope and device were removed from the patient as a unit and the catheter of the balloon was cut and the device was removed from the scope. The scope was reinserted and the procedure was completed with another cre wireguided esophageal/pyloric/colonic balloon dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corp that a cre wireguided esophageal/pyloric/colonic balloon dilator was used during an esophagogastroduodenoscopy procedure performed in 2009. According to the complainant, when the device was being advanced into the scope, the black exit marker on the distal end of the catheter accordioned. As a result, the device was unable to be removed from the scope. The scope and device were removed from the pt as a unit and the catheter of the balloon was cut and the device was removed from the scope. The scope was reinserted and the procedure was completed with another cre wireguided esophageal/pyloric/colonic balloon dilator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and confirmed the device was used in accordance to labeling. A visual examination of the returned device found the balloon profile to be relaxed and deflated. It was noted the catheter shaft was cut below the exit marker and the exit marker was damaged. The condition of the returned incident device was consistent with the complaint that the black marker on the device accordioned as they pulled the catheter out of the scope. The most probable root cause is operational context. (B) (4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.